Event description:
The pt reported loss of prime warnings multiple times over a period of two days. She stated that the pump has not lost power or rebooted without user intervention; the cartridge cap was secure and intact. She performed routine cartridge changes by successful completion of all ezprime phases without incident. She reviewed the prime history and noted that she primed the pump 12 times on 8/4 and 5 times on 8/3. There was no indication that the pt was connected to the infusion site during any ezprime phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval the force sensor was found to be out of calibration. Investigation revealed a dislodged display screen.